Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. It was observed that the introducer sheath and the pusher wire were returned. It was observed that the pusher wire as bent at the heat shrink tfe tubing section, also the coil arm of the pusher wire was stretched and the wire inside to this coil was break. The functional could not be performed due the main coil not returned. Dimensional inspection of the pusher wire revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10may2024. It was reported that the coil could not be advanced from the catheter. A 20mm x 50cm interlock was selected for splenic artery embolization. During the procedure, the physician first used a microcatheter to release the coils to embolize the distal splenic artery. However, when using this coil, it could not be pushed out from the microcatheter even after several attempts. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed the wire inside to this coil was broken.